Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon interrogation, it was noted that the right atrial lead exhibited failure to capture, p-wave amplitude variation and low impedance measurements. An x-ray was performed and revealed a dislodgement of the ra lead. The ra lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.